Manufacturer narrative:
The reported event of loss of pacing was not confirmed. As-received, the device was at backup mode (bvvi) due to transient low battery voltage from exposure to electrocautery during the surgical procedure. The product code was downloaded successfully, and the device was programmed and tested under nominal conditions and indicated normal functionality. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a box change procedure while using electrocautery, the patient went into asystole causing dizziness and confusion due to a loss of pacing from the device. The device was explanted and replaced to resolve the event. The old device was interrogated after explant and was observed to be in back-up mode (bvvi) as a result of the electrocautery. The patient was stable following the procedure.